Event description:
It was reported that, "a triathlon size 7-9mm ps poly was chosen to implant. The surgeon felt that upon impaction, the posterior aspect of the insert did not engage. The insert was removed, a second size 7-9mm ps poly was opened and implanted."